Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, the indication for stent placement was to treat a stenosis in the hepatic flexure due to cancer. Reportedly, the patient was already indicated for surgery; therefore, the stent was placed as a bridge-to-surgery. The stent was placed without any problems. The patient's anatomy was not tortuous. During the procedure, after placement of the stent, endoscopic view and x-ray showed "sub-optimal" deployment of the proximal part of the stent. Reportedly, the looped-ends did not deploy as expected. Due to the insufficient stent expansion, colon resection surgery was performed earlier than expected on (B)(6) 2013. The stent was removed during the surgery.

Manufacturer narrative:
(B)(4) stent failed to expand. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Inadequate expansion is identified in the directions for use as an anticipated complication of the use of the device. The most probable root cause is anticipated procedural complication, which indicates a device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.